Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (b)(64)2015 with the following findings: the battery compartment was found to be cracked near the threads. Unrelated to the battery compartment, the keypad was found to be peeling. There were no responsiveness issues with the buttons and there was no contamination on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.